Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged discrepant results on 4 patient samples with the cobas® sars-cov-2 qualitative assay for use on the cobas® 6800/8800 systems when compared to tests performed on ID now. Both the initial and the repeat testing results were reported to the patients. An investigation was conducted to evaluate the customer issue. Per the FDA guidance four (4) mdrs will be filed; one per patient.

Manufacturer narrative:
An investigation to evaluate the customer issue did not identify any product issues.(B)(4)